Event description:
A report was received that the patient's pocket site had been tender since implant but the patient had recently bumped the pocket site causing the tenderness to increase. The physician assessed the pocket site and noticed some scar tissue but nothing was abnormal. The physician prescribed hydrocodone to the patient for the discomfort.